Manufacturer narrative:
Product return received for receiver. Product investigation concluded damaged liquid-crystal display (lcd) screen. The damaged liquid-crystal display (lcd) screen does not cause nor confirm intermittent audio output.

Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.